Manufacturer narrative:
Additional: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower anterior resection, while performing resection of colon, the staples of the device did not deploy. They took another device to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower anterior resection, while performing resection of colon, the staples of the device did not deploy. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. The unformed staples were ex posed. The approximation lever was closed. The handle was locked. The cable was broken. The condition of the instrument precludes functional evaluation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the approximation lever is not properly closed prior to cycling the firing handle damaging the firing cable. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower anterior resection, while performing resection of colon, there was no possibility to fire stapler and it not deploy. They took another device to resolve the issue and complete the case. There was no patient injury.